Event description:
The pt reportedly has experienced a decrease in performance while using the sound processor. The pt was seen by a company rep and the audiologist at the center for device evaluation. Testing performed confirmed that the device was functioning. The pt's c1 device was explanted.